Event description:
Info received that all casters would swivel when pushed in brake position. No injury alleged.

Manufacturer narrative:
Technician found all brake casters were faulty. Replaced all four brake casters to resolve this issue. Bed located in transport.